Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): not listed.

Event description:
It was reported the patient is experiencing ineffective stimulation. In addition, lead diagnostics revealed multiple high impedances and the system auto-reduces frequently. X-rays showed no anomalies. Follow up information identified the lead had multiple high impedances and reprogramming was unable to resolve the issue the patient underwent surgical intervention to explant and replace the lead which resolved the issue.